Event description:
Adverse event(s): "chemical conjunctivitis" (conjunctivitis); "blurred vision" (blurred vision); "burning (burning sensation); "tearing" (tearing, excessive); "eyelids peeled" (no code available); "decreased vision" (vision, loss of); "corneal swelling" (corneal edema); "corneal stippling" (no code available); "corneal staining" (no code available); "photophobia" (no code available); "red eyes" (red eye(s)). Product problem(s): "none reported" (no info). A consumer reported, she was diagnosed with chemical conjunctivitis by her doctor following the use of this product. She stated, she experienced blurred vision, burning, tearing and her eyelids peeled. On 06/07/2010, additional info was received from the corneal specialist stating, the pt was refered to him by the pt's optometrist who diagnosed the pt with decreased vision, chemical conjunctivitis, and corneal swelling. The corneal specialist stated on (B)(6)2010, the pt's vision was 20/50 ou and the pt complained of blurry vision, burning sensation, difficulty seeing street signs, and is light sensitive. He noted on (B)(6)2010, the pt got a new bottle of contact lens solution and throughout the next day the consumer's eyes started to get red and burned ou. The corneal specialist reported, the burning continued even after the consumer removed her contact lenses and the next day she could not open her eyes. He reported on (B)(6)2010, the consumer presented with corneal stippling, swelling, and staining ou and her vision was 20/70 od and os 20/100. He stated, he started the pt on an ophthalmic steroid every hour for one day and then every three hours starting the next day. The corneal specialist reported, he saw the pt on (B)(6)2010, and her vision had improved to 20/40 ou, there was no corneal stippling, her cornea was clear, and her chemical conjunctivitis has resolved.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 171445f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 171445f met all release criteria prior to product release. There are no similar reports for this lot. Additional info was requested via phone on 06/07/2010, 06/11/2010, and 06/28/2010; via mail on 06/02/2010 and 07/01/2010. Additional info was received from the corneal specialist on 06/07/2010. (B)(4)